Event description:
Account reported that the clamp allegedly caused a tear in the inner lining of the external iliac artery. This occurred during renal transplant surgery and according to the physician lead to the occlusion of the iliac artery thus not allowing the transplanted kidney to be perfused. Subsequent to this surgery there was a rejection of the kidney. Intruments were received at v. Mueller and inspected for burrs and sharp edges. The inspection denoted no physical issue with any of the instruments. The forceps were also checked functionally resulting in proper action per design parameters for this product. No problem could be found with the instruments returned for evaluation that would cause the issue noted in this complaint. Complaint history from 1/94 through 5/97 has no other issue for this product. Cause for this failure cannot be determined. Instruments returned to customer. This report will be forwarded to supplier, august reuchlen.